Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 411 mg/dl. The customer was treated with manual injections. The troubleshooting was performed. The customer was advised that the insulin pump is functioning as designed. The patient was asked to monitor insulin pump and blood glucose. The customer was advised that seek medical attention if blood glucose does not continue to drop.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.